Event description:
On (B)(6) 2022, the user, who lives in australia, contacted dario to report high blood glucose (bg) readings. The user reported that one week prior to contacting dario, he received bg readings in the range of 14.1 mmol/l - 25.1 mmol/l. Due to the above, the user injected himself with insulin, causing him to have a seizure. The user reported that he tested his bg levels right before paramedics arrived and he received a reading of 14.1 mmol/l compared to a reading of 2.8 mmol/l with the paramedics' meter. Dario's representative made multiple attempts to follow up with the user, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.